Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® push button blood collection set there was a failure of the product to contain blood or medication (i.e. Crack, hole in tube, cut, etc). The following information was provided by the initial reporter: " phlebotomist remove a 23g butterfly and when she stuck the patient and blood started to proceed through the line, it started squirting out a rip in the tubing. No one was exposed but this is the only one I have heard about so far".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® push button blood collection set there was a failure of the product to contain blood or medication (i.e. Crack, hole in tube, cut, etc). The following information was provided by the initial reporter: " phlebotomist remove a 23g butterfly and when she stuck the patient and blood started to proceed through the line, it started squirting out a rip in the tubing. No one was exposed but this is the only one I have heard about so far."